Event description:
While performing an angioplasty, a covidien hawkone directional atherectomy system was used for the atherectomy. After the physician advanced the turbohawk, he noticed it would not advance past the lesion. Upon removal of the catheter the device seemed to be stuck at the distal tip of guide sheath. As the md removed the catheter, the 3/4 inch end tip fractured off the device. Under fluro, the md could see the "nose cone" still on the wire. Surgeon was consulted and patient taken to the operating room for removal. Object will be sent back to risk department.